Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: spain. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the machined head, pin, hinge gasket, and width plate were damaged, the reciprocating arm was worn, the swivel was loose, and the device was out of calibration. The motor, sleeve, swivel, hinge, reciprocating arm, bearings, machined head, and pin were replaced, and the device was recalibrated and resolved the reported issue. The width plate was not repairable and was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing there was a problem with the dermatome shipped to the hospital as a loaner. It was not working. There has been no report of harm or delay. Diligence is complete. No additional information is available. During device evaluation the dermatome motor speeds were unstable and width plate was damaged. No adverse events were reported as a result of this malfunction.